Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2012-00031 and 1058196-2012-00032. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The orbit mini complex fill coils (637mf0202/15467360 and 638mf0407/15444759) stretched during insertion into the aneurysm. After the event, the entire coils and delivery systems were removed from the patient without any issues and loss of target site. The same sl-10 (mc) microcatheter was used to complete the procedure, and an adequate continuous flush was maintained through the mc at all times. No damages were noticed after it was reshaped, and there were no kinks in the mc that may have contributed to the event. During insertion or any other time, no resistance was met, or additional force utilized to advance or remove the coils/delivery systems. Other than the reported event, no other damages were noticed with any other section of the devices/coils (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc).

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received unzipped without damaged. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the kinks found on the device and the embolic coil condition (stretched) could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving from the facility. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00031& 1058196-2012-00032. Additional information will be submitted within 30 days upon receipt.